Manufacturer narrative:
The field service rep (fsr) found that the epgs would not calibrate; the flow would increase in increments over the attempted calibration, but flow would always display "0.0" on the central control monitor (ccm). The fsr installed a reconditioned epgs, the system operated to MFR specifications and was returned to clinical use. The suspect epgs was returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) calibrated fine. While continuing set-up, a yellow message appeared that read "oxygen system failure". The perfusionist noted that the sweep and fractionated of inspired oxygen (fio2) knobs were adjusting automatically. He also noted apparent moisture in manual flow meter. (This was piece located on the mast). As a result, an alternate system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.